Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod for between 5 and 24 hours. As treatment, an insulin injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received deployed. Download data showed that the device ran for over 200 pulses before deactivation by the user. Data generated no timeouts, drive stalls or alarms. Inspection of the needle mechanism found no damages or defects that would have contributed to a needle mechanism failure. The needle mechanism was reset to the not deployed state, and then manually deployed. No damages or defects were observed that would prevent the needle mechanism from deploying as intended. No damages or defects were observed in the bottom housing or e-seal.